Manufacturer narrative:
Section d4: expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient recently had several low voltage advisory alarms. The patient noted they felt their battery clips were a bit loose in the connections when the batteries were inserted. Log files were submitted for review and confirmed the low voltage advisory alarm. It was noted that exchanging the battery clips and the system controller resolved the alarms.

Manufacturer narrative:
Manufacturer's investigation conclusion: the investigation confirmed the reported irregular low voltage advisory alarms via log file analysis. The log file contained an irregular low voltage advisory while the system was connected to external batteries. The alarm in the log file can be seen on (B)(6) 2025 at 17:30:05 and the alarm resolved by 17:30:06. The low voltage advisory indicates the rsoc value was fluctuating below the alarm threshold. The low voltage advisory did not affect the controller¿s ability to operate the pump at the set speed. There were no other notable alarms active in the log file. A root cause for the reported event could not be determined off the information provided. The device history record for the system controller (serial number (B)(6)) were reviewed. No deviations from manufacturing or qa specifications were shown from the system controller. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including low voltage advisory and the actions to take if the issue does not resolve. Heartmate 3 instructions for use section 6 ¿ ¿patient care and management¿ warns the user to never submerge the driveline, modular connector, system controller, or any external system components (such as the power module, the mobile power unit, batteries, power cables, or battery clips) in water or liquid. Submersion in water or liquid may cause the left ventricular assist device to stop. Heartmate 3 instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the system controller and its power cables. The heartmate 3 patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.